Event description:
The handpiece had an unknown problem in a case. The customer used a 2nd handpiece to continue with no patient consequence. The device was tested and received error code 3 with test tip and foot pedal.